Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: during investigation, the keypad cover was removed and the down contact button was damaged.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the down arrow button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.